Event description:
The patient was revised because of pain. There was milky white fluid in the joint.

Manufacturer narrative:
The customer reports the patient was revised because of pain. There was milky white fluid in the joint. Doi: (B)(6) 2008; dor: (B)(6) 2011. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis and elevated metal ions. Added lawyer, law firm, revision hospital, surgeon, dob, manufactured and expiration date of ips. Stem were added due to alleged elevated metal ions. Corrected patient identifier. Bilateral patient see pc-000388948 for right hip. Doi: (B)(6) 2008 - dor: aug 22, 2011 (left hip).